Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution and any reported adverse patient effects. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had entered safety mode. Technical services (ts) discussed troubleshooting options and reviewed device functionailty in safety mode. This pacemaker remains in service at this time. No adverse patient effects were reported, and the patient was not pacer dependent.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution and any reported adverse patient effects. If information is provided in the future, a supplemental report will be issued. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker had entered safety mode. Technical services (ts) discussed troubleshooting options and reviewed device functionality in safety mode. This pacemaker remains in service at this time. No adverse patient effects were reported, and the patient was not pacer dependent. Additional information received reported that this pacemaker was explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported. This pacemaker will be returned by the facility.